Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. A patient experienced diminished pedal pulses after an expired angio-seal was deployed. The deployment went well; however, the change in pulses was noticed and a vascular surgeon was contacted. The surgeon ordered a computerized tomography (CT) angiogram and discharged the patient home. The CT noted calcific disease from the aortic bifurcation all the way down the right leg with occlusions and reconstitution of the right superficial femoral artery (sfa) among other vascular issues. The procedure performed was a left coronary angiogram. The blood loss was less than 250cc, and the patient was in fair condition. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).